Manufacturer narrative:
Submit date: 08/12/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, it was discovered that the unit's pcba had burnt components.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, the unit's printed circuit board assembly appeared to be thermally damaged. The unit was triaged and the customer¿s reported condition was confirmed. It was also observed that there were burn marks on the rear cover as well. The rear panel components were visually investigated and found no problems with the same. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.